Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The manufacturer visually inspected the device internally and found particle contamination in the blower assembly. The blower showed evidence of water ingress. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 5 error codes. The manufacturer concludes there was evidence of sound abatement foam degradation and liquid ingress was observed. Unit scrapped due to error 73. Section h6 were updated in this report.